Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(4) 2009. The investigation revealed the most probable cause for the increase rate of grayzone/reactive (gz/r) results is the hav antigen code (B)(4) which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer observed an increase in architect havab-m gray zone patient results when architect havab-m reagent lot 93794hn00 was in use. The customer also observed a shift higher for the havab-m controls, however, the controls were still within range. While troubleshooting the gray zone issue with the customer, it was determined the customer was inadvertently mixing different combinations of reagents, calibrators and controls, against the recommendations of architect havab-m product information letter for this issue. The customer was sent a new lot of reagent which resolved the issue. The customer provided an example of the gray zone patient results as follows: patient #1 initial result: (B)(6), repeat result: (B)(6). The gray zone patient result was not reported out of the lab, therefore, there was no impact to patient management.